Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The 10cm weight on the exhalation valve was cleaned to resolve the issue. No patient information provided to date after calls to customer 02/15/23 and 03/06/23. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.